Event description:
Incident outside of the USA. Type of surgery performed was a hip replacement. Revision surgery was performed to address ceramic head that was broken. Remark: the reason for the breakage was the combination of an aesculap hip stem with biolox head with a cup and insert of a competitor. This combination is not approved by aesculap.

Manufacturer narrative:
Our MFR, aesculap ag, has provided further analysis. Remark: the reason of the breakage was the combination of an aesculap hip stem with biolox head with a cup and insert of a competitor. This combination is not approved by aesculap and classified as a user error. Please note that these incidents are reported from a single clinic who implanted the not approved combination with products of a competitor in the year 2002.